Manufacturer narrative:
A cylinder puncture was reported. The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had several leaks throughout the body of the cylinder consistent with sharp instrument damage. Product analysis confirmed the allegation of cylinder punctures. An allegation of a dimpled pump was reported. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested; no leaks were found. The pump performed within specification; the allegation of a dimpled pump could not be confirmed. Correction to h2, h3, and h6: updated to include device analysis. Pump model- 7240431; lot sn- (B)(6); mfg date- 09/19/2018; exp date- 09/18/2023; gtin- (B)(4).

Event description:
It was reported that due to a cylinder puncture and dimpled pump the patient had his inflatable penile prosthesis (ipp) cylinders and pump removed and replaced. The components were explanted and a new components consisting of a 18cmx9.5mm cylinders and pump were implanted. The reservoir remains implanted. It was further reported that the cylinder puncture was identified after the physician did a test after removing the old cylinder. The puncture is said to have occurred during use. The lack of saline in the device cause the malfunction and when the physician pressed the pump bulb, the pump stayed flat. Due to this the patient was unable to inflate of deflate his device. The patient got well after this surgery.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a cylinder puncture and dimpled pump the patient had his inflatable penile prosthesis (ipp) cylinders and pump removed and replaced. The components were explanted and a new components consisting of a 18cmx9.5mm cylinders and pump were implanted. The reservoir remains implanted. It was further reported that the cylinder puncture was identified after the physician did a test after removing the old cylinder. The puncture is said to have occurred during use. The lack of saline in the device cause the malfunction and when the physician pressed the pump bulb, the pump stayed flat. Due to this the patient was unable to inflate of deflate his device. The patient got well after this surgery.